Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00128 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction and the device is registered for lab use only. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using the bd difco¿ tryptic soy agar that there was a performance issue. The following information was provided by the initial reporter: customer reports growth failure on 2 batches of media 236950.

Manufacturer narrative:
Common decice name: culture media, non-selective and non-differential. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.